Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided; cause was unknown. Customer went to the emergency room (ER) and was treated with intravenous fluids. At the time of the report with tandem technical support, the customer was still admitted to the ER with no known damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.